Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the mildly tortuous distal right coronary artery (rca). A non-abbott guiding catheter and a non-abbott guide wire were placed. The 2.5x15mm trek balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc met resistance with the patient's anatomy during advancement; however, the bdc was able to cross the lesion. During inflation of the bdc to pre-dilatate the lesion, the balloon ruptured at 6 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x12mm trek bdc was used to pre-dilate the lesion, followed by deployment of a 3.0x28mm non-abbott stent implant to successfully complete the procedure. There was no additional information provided.